Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post procedure, intermittent sensing and undersensing was observed. The device was programmed to max sensitivity, and the issue still persisted. The physician alleges undersensing was related to patient anatomy. The device was explanted and replaced to resolve the event and the patient was in stable condition.